Event description:
The customer hung a 500 ml bag of chemo as a secondary and approximately 300 ml remained in the bag hours after the infusion should have completed. The customer did not provide the exact infusion parameters. Customer stated the primary set has 13 inches of tubing between the upper split septum port and the top of the pump module. When the primary bag is lowered for the secondary configuration; most of the primary tubing is below the pump module. There was no patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported complaint of underinfusion because the set was not saved by the customer and will not be returned. The root cause of this failure could not be identified.